Event description:
It was reported that the basic situation of the patient: the patient had received catheterization for a month, during which the use was normal. On the return trip after the completion of chemotherapy on 14th, the patient found the catheter was completely into the body, then he went back to the hospital for treatment. Then the catheter was removed by intervention in the hospital

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexe0107 showed no other similar product complaints from this lot number.